Event description:
According to the reporter: occurred during a laparoscopic left colectomy procedure. The device was being used for the restoration of continuity. Release of anastomosis with temporary or permanent cessation. The clamp worked well on the release time to j4. The anvil could be tilted after firing. The anvil was bent. The sizers were used. There was medical or surgical intervention needed to prevent a permanent impairment of a function. Re-intervention obligatory the patient almost remained on the table. Rectal colorectal anastomosis. The event did lead to or extend the patient hospitalization time. Two interventions instead of one with re-hospitalization, do not know how many days. There was temporary injury as a result of the event. Temporary or definitive for the stop do not know for the moment. Difficult to admit for this young patient. There was unanticipated tissue loss and tissue damage as a result of the problem, provisional or definitive ostomy. The surgical time was extended by more than thirty minutes. There was a re-intervention as an adverse event. An additional operation will be performed to correct the issue. The patient status is alive, with injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter; during a laparoscopic left colectomy there was a release of a an anastomosis resulting in tissue loss and tissue damage requiring a return to the hospital by the patient and reoperation.

Event description:
Per additional information received, according to the reporter, there was injury to the patient. The tissue damage was corrected with an ostomy. The anastomosis was released with cessation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.